Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Choked [choking]. Brush head came completely off / break [device breakage]. Consumer contacted via e-mail and stated that the brush head came completely off while he was using it. No serious injury was reported.